Event description:
The external pulse generator was returned to the manufacturer with no information. It was analyzed, and tested out of specification.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - analysis found that the encoder flex was out of mechanical specification.

Event description:
The external pulse generator was returned to the manufacturer with no information. It was analyzed, and tested out of specification. Further information reported the device was returned due to the advisory.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation method: evaluation summary (B)(4) - analysis found that the encoder flex was out of mechanical specification.